Event description:
It was reported to philips that the large display monitor failed to boot due to a video signal issue on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service diagnosed a faulty video output and recommended replacing the ip pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).